Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was split open 20.9 cm to 22.5 cm from the connector pin. The proximal coil was flattened and crushed into the distal coil in the same area, damaging the distal insulation which resulted in an electrical short circuit between the coils. The location and mode of the damage is consistent with that produced by clavicular crush.

Event description:
It was reported that the right ventricular lead exhibited less than 200 ohms in the bipolar configuration. The lead was capped and replaced.